Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states that if the stent system was removed prior to expansion, not to re-insert as the stent and/ or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.

Event description:
An orsiro mission us drug-eluting stent system was selected for treatment of a severe calcified lesion. The stent system was re-advanced a second time after ballooning but could not pass the lesion.